Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoroscopy functions (ffb) pcb systems interface and generator interface (gib) pcb were reseated in the mainframe. The systems interface pcb and cpu were evaluated and reseated in the workstation. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system wasn't taking pictures properly. Additional information was received from the field service engineer confirming that the system self-rebooted. No patient serious injury or death was reported related to this event.